Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 98% stenosed lesion was located in a severely tortuous and severely calcified proximal right coronary artery. A 4.00x16mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. The procedure was completed with balloon angioplasty. No pt injuries or complications occurred. Pt status is satisfactory. However, product analysis revealed stent damage and dislodgement.

Manufacturer narrative:
A visual and microscopic examination identified that the stent was returned separately to the stent delivery system. The stent was damaged and stretched throughout the entire length. Solidified blood was present within the inflation lumen, therefore indicating the device had been used in vivo. No kinks or damages were noticed along the shaft of the device. The balloon was partially inflated which identified that the balloon was subjected to positive pressure. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).